Event description:
Review of service date detected a reportable problem. During servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/ modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/ modem was resetting. Upon evaluation, there was corrupted software on the flash memory. The cause of the resets is the corrupted software the root cause of the corrupted software cannot be positively identified. No adverse event resulted from the corrupted software the last patient to use this charter/modem did not report any deficiencies.